Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump had alarmed no delivery in the past and that she was having issues with the reservoirs. The patient's blood glucose had increased to 625 mg/dl last night. The customer vomited most of the night. The customer treated via manual insulin injection and her blood glucose decreased to 205 mg/dl. The customer stated that whenever her device alarmed no delivery she would disconnect and reconnect her reservoir and infusion set and resume normal treatment. The insulin pump was inspected as well and there were no apparent anomalies. The customer's insulin pump settings were programmed accurately. The customer also mentioned being hospitalized in the ICU in 2011; her insulin pump had stopped working completely. However, she reported that incident already. For the current incident, the reservoir will be returned for analysis.